Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip leaked through the plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one sample was received for evaluation. Visual inspection was performed finding no stopper deformation or any kind of damages. No functional test was performed since the sample has been used having residues of a white substance. A potential contamination could affect our associates and our test equipment. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip leaked through the plunger. No serious injury or medical intervention was reported.